Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that during a novasure endometrial ablation the physician was unable to pass the cavity integrity assessment test (cia). A uterine perforation was confirmed with hysteroscopy. Prior to attempting the novasure procedure a hysteroscopy, dilation and curretage, and sounding with a metal sound were performed. No medical intervention or hospitalization was needed.